Event description:
In september of 1984 the patient had placed bilateral breast implants. Within one year she had developed chronic fatigue, sun sensitivity, joint pain, memory deficits and muscle weakness. She was diagnosed with lupus at that time. The patient had a bilateral capsulectomy with removal of both implants were found to be rupturedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.